Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Us1049-356, crd_806 - pfo occluder pas, (B)(4).. It was reported that on (B)(6) 2022, a 25-18mm amplatzer talisman pfo occluder was selected for implant. During the implant attempt, the patient developed atrial fibrillation with rapid ventricular response (rvr). The procedure was aborted. Patient was admitted 15 apr. 2022 and treated with cardioversion and medication (pradaxa). Patient was discharged 17 apr. 2022. The patient is stable and doing well. The patient did not have a history of atrial fibrillation. It was thought that the manipulation of the inner atrial septum likely caused the atrial fibrillation. No additional information was reported.

Manufacturer narrative:
An event of atrial fibrillation with rapid ventricular response was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
N/a.